Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that they did not think their device is working because the patient is only getting "40-50 beats per minute". The device is still in use. No patient complications have been reported as a result of this event.